Event description:
The customer reported that the system continued to make the audible beep and locked up. The fse confirmed the system was not making x-rays. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The power supply was adjusted and connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.